Event description:
A patient reported they were not bale to test on their one touch ultra meter because it allegedly would not power on. Patient did not test on any other equipment. Patient reported symptoms of shakiness, cold and hot feelings. Treatment was unkonwn. No further information has been reported.